Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a healthcare provider (hcp) regarding the patient's implanted infusion pump containing unknown medications. The indication for use was non-malignant pain. It was reported on (b)96) 2016 that the patient had a fall about three days after surgery in (B)(6) 2016, and landed on her stomach on top of a grandchild's toy. An x-ray was performed and it was found that the pump was floating. The patient experienced a sudden change in therapy. She felt fuzzy in the head and had a dry mouth. The patient saw the hcp on (B)(6) 2016 and had an increase in medication. It was also reported that the patient's personal therapy manager (ptm) displayed the poor communication icon. The patient did not use an antenna. Communication was attempted during the phone call and the patient was able to use the ptm and receive a bolus. Additional information was received from the hcp on 2016-nov-09. It was further reported that the floating pump was caused by the patient's fall. It was unknown whether the reported symptoms were related to the floating pump or difficulty communicating with the ptm. The patient only reported lower abdominal pain to the hcp. It was noted that a revision surgery would be scheduled to resolve the floating pump issue. The floating pump issue was not resolved at the time of this report. The cause of the ptm communication issue was unknown, but the issue was said to have been resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.